Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope displayed a noisy mage. It is unknown when the event took place. There was no report of patient or user harm associated with this event. Subsequently the device was evaluated and discovered there was foreign matter clogging nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation (noisy image) was confirmed and found to be caused by a damaged scope connector. In addition to foreign matter clogging the nozzle, multiple sub-events were identified and are as follows: (a.) The angle play was out of specification, (b.) The angulation was out of specification, (c.) The objective lens adhesion was peeling, (d.) The objective lens had scratches, (e.) The light guide lens adhesion had cloudiness, (f.) The plastic distal end cover had scratches, (g.) The bending section cover adhesion is chipped, (h.) The bending section adhesion cloudiness, (I.) The image guide snake pipe had a scratch, (j.) There was connector damage, (k.) The air/water cylinder paint was peeling, (l.) The suction cylinder paint was peeling, (m.) The suction cylinder had scraping, (n.) And the forceps opening had scraping on the connector side. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to h10: it is unknown the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of the spray function 1. Cover the spray valve hole with your finger. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.